Event description:
A patient report infection of the ipg pocket during hospital visit (B)(6) 2022), 27 days following implant date. The patient experienced nausea, implant pain and swelling at the ipg pocket site. Blood samples indicated an infection. Antibiotic therapy was prescribed and had resolved at follow up visit on 16 november 2022. It was noted to be related to the procedure.